Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 37 mg/dl which they treated with food. Blood glucose level at the time of the call was 134 mg/dl. Customer stated they were hospitalized on (B)(6) 2017. Customer also reported that the buttons of the insulin pump are sticking and may have over delivered insulin. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. Customer completed troubleshooting. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis..

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Unit passed the dat test with 0.08820 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. All buttons functioning properly during testing. However, corroded keypad traces noted during visual inspection. Lcd connector was inspected and no anomalies noted. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.